Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The hospital did not provide any info regarding how the procedure was completed. No pt complications were reported by the hosp.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.